Event description:
Customer reported low readings. No pt harm reported.

Manufacturer narrative:
(B)(4). Covidien has requested more info on the incident including: pt info, placement of sensor, care of the sensor, and other equipment used. Per oximax ds100a durasensor direction for use: indications/contraindications: the nellcor durasensor adult oxygen sensor, model ds-100a, is indicated for use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring are required for pts weighing greater than 40 kg. The ds-100a is contraindicated for use on active pts or for prolonged use. It is not designed for long-term monitoring. It must be moved every 4 hrs. Instructions for use: if an index finger cannot be positioned correctly, or is not available, a smaller finger can be used, or use an oximax or an oxisensor ii oxygen sensor. Do not use the ds-100a on a thumb or toe or across a child's hand or foot. The sensor should be oriented in such a way that the cable is positioned along the top of the hand. Note: if the sensor does not track the pulse reliably, it may be incorrectly positioned - or the sensor site may be too thick, thin, or deeply pigmented, or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Cleaning: the ds-100a may be surface-cleaned by wiping it with a solution such as 70% isopropyl alcohol. If low-level disinfection is required, use a 1:10 bleach solution. Do not use undiluted bleach (5%-5.25% sodium hypochlorite) or any cleaning solution other than those recommended here because permanent damage to the sensor could occur. Caution: do not expose connector pins to cleaning solution as this may damage the sensor. Cautions: do not sterilize by irradiation, steam, or ethylene oxide. Such sterilization could damage the sensor. Failure to apply the ds-100a properly may cause incorrect measurements. Using the ds-100a in the presence of bright lights may result in inaccurate measurements. In such cases, cover the sensor site with an opaque material. Reusable sensors must be moved to a new site at least every 4 hrs. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream, may lead to inaccurate measurements. The performance of the ds-100a is compromised by motion. Do not apply tape to secure the sensor in place or tape it shut; venous pulsations may lead to inaccurate saturation measurements. Do not alter or modify the ds-100a. Alterations or modifications may affect performance or accuracy.